Event description:
On (B)(6) 2013 at the ssu at maquet medical systems USA in (B)(6) reported that the batteries in the cardiohelp base unit with serial number (B)(4) had a sensor panel with the grounding pin broken. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Per the service report (B)(4) the sensor panel was replaced. The device was tested per the service protocol. (B)(4).